Event description:
It was reported device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed at an unknown time and a watchman flx laa closure device was implanted. Post procedure, a minimally invasive maze procedure was attempted to be performed. During the procedure, the anesthesiologist noted there was a thrombus on the face of the watchman flx closure device. The maze procedure was cancelled.

Event description:
It was reported device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed at an unknown time and a watchman flx laa closure device was implanted. Post procedure, a minimally invasive maze procedure was attempted to be performed. During the procedure, the anesthesiologist noted there was a thrombus on the face of the watchman flx closure device. The maze procedure was cancelled. It was further reported that heparin was administrated prior to the procedure. The activated clotting time after transeptal puncture was 263 seconds. Left atrial mean pressure was 23.